Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only part: 315.250s. Lot: 6l20466. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 26.september 2019 . Expiry date: 01.september 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 315.250 . Lot: 5l31828. Manufacturing site: (B)(4). Release to warehouse date: 09.september 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an ankle fixation procedure on (B)(6) 2019, surgeon used 2.5mm sterile drill bits. Three drill bits of the same size broke in a row, which appeared unusual considering the patients bone quality. Patient didn't have hard bone. There was around ten (10) minutes surgical delay due to the breakage of the drill bits. The case was successfully completed by using an alternative drill bit. This report is for one (1) 2.5mm three-fluted drill bit qc/110mm. This is report 1 of 3 for complaint (B)(4).